Event description:
It was reported that the patient with this pacemaker stated their remote communicator was not connecting during a routine follow up. Upon interrogation the device was found to be in safety mode. A device changeout procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.